Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver blade was broken.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver blade was broken.

Manufacturer narrative:
The reported event that the screwdriver blade was broken could be confirmed. The visual examination showed that all flanks of the tip/torx of the returned screwdriver blade were heavily, plastically deformed in turn direction. The direction of the plastic deformations of the flanks points to the influence of too high torsional forces during application. Furthermore, a metal fragment of one flank is broken off. The fracture surface at the flank shows appearance of a forced rupture. Moreover, pressure marks at the slot area of the blade are visible indicating high bending forces. Based on the performed investigation, the root cause for the reported event can be attributed to a user related issue of high torsional and bending overload on the blade. Indications for any material, manufacturing or design related problems were not found in the investigation.